Event description:
It was reported that (9) assy fr case w/ keypad 8015 m2 will be replaced for unspecified issues.

Manufacturer narrative:
Correction: b4; g4 (8/27/2020).

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that (9) assy fr case w/ keypad 8015 m2 will be replaced for unspecified issues.